Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited that the light guide bundle of the video cable section is broken, the light transmission is lost or too low. And the fibre bonding in the outer tube area (distal end) is damaged. There was no patient involvement.